Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via remote transmission, post-paced t wave oversensing was observed. Patient was asymptomatic. The device was reprogrammed and the patient is doing well.